Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection a capacitor on the main board was damaged and no anomalies on the upper case was observed. The upper case was assembled into a golden unit. Upon functional test ran on automated test console the device failed to power up and it was confirmed there was a keypad failure. The main board was assembled into a golden unit. Upon functional test ran on tester the device failed for backlight on-off difference. A transistor was found to be non functional and when replaced the device passed all tests when assembled into a golden unit. It was also noted that the analysis could not duplicate the ¿inactive current drain measured¿ failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was unable to turn on when the power button was pushed. Troubleshooting steps were taken by installing a new battery, but the issue persisted. It was also reported that when the doo button was pressed, the epg was able to turn on but was unable to adjust any settings. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator (epg) was unable to turn on when the power button was pressed. The epg failed the incoming functional test ¿on/off key¿ attributed to the keypad being electrically out of specification. Also, the epg failed multiple final functional tests, including ¿inactive current drain measured current¿. The main printed circuit board (pcb) was electrically out of specification. Additionally, it was noted that the capacitor was damaged on the main pcb, the hanger assembly was broken, and one case screw was contaminated. All found defective parts were replaced, and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.